Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary gravity set had connection issues. The following information was provided by the initial reporter: the staff is having difficulty connecting and disconnecting the spike from the smaller med bags that come from pharmacy. This is causing staff frustration, risk of harm when they finally get the spike out and they are flailing, and waste as they are opting to just get another tubing set for each new bag. The spike is puncturing the IV bag upon insertion. Difficulty removing the spike from the smaller med bags. One instance of the spike puncturing the IV bag when a patient was in transport. The specific dates of occurrence are unknown. Lot number is unknown. No adverse events as a result of the reported issues. Additional information received from the customer: please provide a detailed description of the reported issue: ¿the spike is puncturing the IV bag upon insertion.¿ is this not part of the normal procedure, or does this indicate a problem? During the normal spiking procedure, the sharp spike is puncturing the bag beyond just spiking into the bag as normal. On a call last week with the customer, we reviewed steps to help prevent this from occurring.

Event description:
Additional information: 1.occurring with baxter bag product # 2j8002 (intravia container, 250ml). Secondary IV meds come in this bag from pharmacy. 2.the feedback is that the connection seems to be tighter with the bd secondary set spike into the baxter bag spike port.

Manufacturer narrative:
Investigation results: one set model 10016073 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was inserted into IV bags with no issues. No issues were observed with the spike. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.